Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age and gender unknown) the device's defibrillator cable was unintentionally disconnected from the custom zoll adapter which was attached to the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.